Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4) for the reported event of "stent kinked". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used in an endoscopic naso gallbladder drainage (engbd) procedure. (Exact procedure date unknown). According to the complainant, during the procedure, the physician attempted to deploy the stent using the naviflex delivery system into the gallbladder. When the physician attempted to deploy the advanix biliary double pigtail stent it was noted that the proximal part of the stent was kinked (looked like bellows) causing the stent to fail to deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".